Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred two minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed. The machine, a fresenius 2008t hd machine, alarmed appropriately with a blood leak alarm. Two blood test strips were used to test the dialysate for blood, and they both tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned only with the adapter caps attached. Blood was noted throughout the dialyzer, and externally as the sample was returned without blood port caps attached. No damage or irregularities were identified on the returned sample. The sample was subjected to a laboratory bubble point test and no leaks were detected. The dialyzer was then subjected to destructive disassembly for further visual examination. Again, no damage or irregularities were found. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result., laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was an approved temporary deviation notice (dn) and a non-conformance (nc) in the production of the lot. Both were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Upon completion of the investigation, the complaint could not be confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred two minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed. The machine, a fresenius 2008t hd machine, alarmed appropriately with a blood leak alarm. Two blood test strips were used to test the dialysate for blood, and they both tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for manufacturer evaluation.